Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information reporting during the implant procedure, the ins and extension continued to show high impedances even after extensive troubleshooting. After the physician attached four leads and two extensions impedance measurement were checked and showed the 0-7 electrodes all >10,000 ohms. The extensions were removed from the ins and the connections dried off and replaced into the 0-7 slot. Impedances were again all >10,000 ohms. When checked at 1.5v all >20,000 and at 3.0v all >40,000. The physician checked the leads and all impedances were normal. A new extension was replaced and placed into the ins and impedances were again high. The extensions were switched from the 0-7 slot into the 8-15 slot and vice versa and still all impedances were high. The ins was replaced and impedances rechecked and all were within normal. Post-operatively, the patient was doing well and she had stimulation with all four leads in the areas of her chronic pain. No injury was reported and patient recovered without sequela.